Manufacturer narrative:
A ge service representative performed an on site investigation. The gib (generator interface board) pcb assembly was evaluated and replaced. The system software and calibration were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. No patient serious injury or death was reported.